Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the emitter box was visibly damaged. The representative replaced the box.. The system then passed the system checkout and was found to be fully functional. No devices were returned to the manufacturer for analysis. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis on the returned electromagnetic emitter box resulted in a physical damage failure that was found through functional testing and visual/physical examination. Analysis states that it shows signs of impact damage, otherwise, all ports track normally on both connections. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Device manufacture date is unavailable. Other relevant device(s) are: product ID: 9660651r, serial/lot #: unk. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, while outside of a procedure, the electromagnetic interface box was visibly damaged and noted to not be functional. There was no patient present when this issue was identified.